Event description:
Pt alleged blistering and 4 pitted scars to face/neck from a 2005 ipl treatment. The pt reported these alleged injuries to the customer in 6/05; the pt was encouraged to return to the clinic for assessment but pt declined. Since the system had been serviced since the date of the treatment associated with this complaint, no service eval of the subject quantum was indicated at this time.